Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead tip was bent. The rv lead was removed and it appeared that the lead helix was extended and slightly straightened at the tip. The rv lead was replaced. No patient complications have been reported as a result of this event.